Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's ((B)(6)) permanent implant procedure, diagnostics revealed invalid impedance values for the scs lead. As a result, the physician decided to abandon the procedure (no ipg implanted), the lead was left in place at that time. Subsequently, the patient underwent another permanent implant procedure on (B)(6) 2015 during which the lead was explanted/replaced and the patient's scs ipg and scs extension were implanted. The patient is receiving effective stimulation.